Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 06/30/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/12/2015 with the following findings: the battery compartment was observed to be cracked in the thread area and below the grip pad: the reported issue was confirmed. The threads of the returned battery cap were found to be damaged. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU). The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. Visual inspection revealed that the keypad cover was intact and free of damage. Evaluation revealed that the down arrow keypad button was intermittently responsive and failed to spring back. The keypad cover was removed, and the down arrow key contact was found to be cracked; this device failure directly caused the keypad responsiveness issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.